Manufacturer narrative:
UDI #: (B)(4). Date of event: at the time of this report, the date of the event is unknown. Initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cord on the handpiece is damaged, that the main insulation /gray cover outside on handpiece cable broke. It was reported that the metal wire was not exposed that they were protected by the secondary insulation of the individual wires. There was no patient involvement reported.